Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a cd steel infusion set despite three site changes to new body locations, with fingerstick glucose readings in the 460s; the user disconnected from the pump and administered subcutaneous insulin via pen, after which glucose returned to target, and later reconnected without further issues. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.